Event description:
Related report: 2017865-2024-71704. Related report: 2017865-2024-71705. It was reported that the patient presented in clinic for revision of the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads. It was noted that the three leads were found dislodged upon chest x-ray imaging. All three leads were explanted and successfully replaced. Patient was stable.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. No other anomalies were found.